Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump failed air in line test during testing. The batteries and panel were replaced. There was no patient injury.

Manufacturer narrative:
Device evaluation: visual inspection performed and found air detector was inoperable and fluid ingression on the keypad overlay. The event history log was checked and showed air in line detected on the pump display. Customer problem was duplicated "pump fails air in line test, replace batteries and panel" issue during the investigation. Test air detector on the pressure station test and failed due message "air in line detected" on the pump display and missing battery door. Recommended air detector and battery door to be replaced. A manufacturing DHR review was performed because the device was within a year from its manufacture date of 01feb2022 at he time of complaint. Review of manufacturing record passed final functional testing on 07feb2022 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.